Event description:
On 16-jan-2022, intuitive surgical, inc (isi) became aware of a ¿journal of robotic surgery¿ article titled, ¿neurovascular structure-adjacent frozen-section examination robotic-assisted radical prostatectomy: outcomes from 500 consecutive cases in the UK¿ (noël, j., spencer, n. H., et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted: "two intraoperative complications included a temporary conversion to laparoscopy when the robot malfunctioned due to battery failure and an anuric patient post-ralp (robotically assisted laparoscopic radical prostatectomies) needing bilateral nephrostomies on day 2. There was one mortality after 30 days from surgery from a caecal rupture." In regards to the reported mortality, the following is further noted within the journal article: "one mortality in our cohort was related to an intestinal complication that manifested after the neurosafe ralp. No iatrogenic source was identified to be the cause. Isi has reached out to the author to obtain additional information, however, no additional information will be provided.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported post-operative caecal rupture and subsequent mortality cannot be determined or is unknown. As a result, no products are expected for return for failure analysis. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted at this time due to lack of instrument detail and lack of specific event/procedure detail. No image or video clip for the reported event was submitted for review. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. A medical review from an isi medical safety officer has been completed and the following was noted: based upon the information in the description of the events, it cannot be determined what might have caused or contributed to the patient's caecal rupture and resulting mortality. This complaint is being reported due to the following conclusion: within the journal article titled, ¿neurovascular structure-adjacent frozen-section examination robotic-assisted radical prostatectomy: outcomes from 500 consecutive cases in the UK,¿ it is noted that there was one mortality after 30 days post-operatively from a caecal rupture. At this time, the causes of the caecal rupture and mortality are unknown. Refer to medwatch report with patient identifier #(B)(6) for additional information regarding the battery failure of the robot noted within the journal article. Refer to medwatch report with patient identifier #(B)(6) for additional information regarding the anuric patient requiring additional medical intervention 30 days post-procedure noted within the journal article. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Outcomes to adverse event is blank because the date of the patient's death is unknown. Event date is blank because the event date is unknown. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
On 16-jan-2022, intuitive surgical, inc (isi) became aware of a ¿journal of robotic surgery¿ article titled, ¿neurovascular structure-adjacent frozen-section examination robotic-assisted radical prostatectomy: outcomes from 500 consecutive cases in the UK¿ (noël, j., spencer, n. H., et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted: "two intraoperative complications included a temporary conversion to laparoscopy when the robot malfunctioned due to battery failure and an anuric patient post-ralp (robotically assisted laparoscopic radical prostatectomies) needing bilateral nephrostomies on day 2. There was one mortality after 30 days from surgery from a caecal rupture." In regards to the reported mortality, the following is further noted within the journal article: "one mortality in our cohort was related to an intestinal complication that manifested after the neurosafe ralp. No iatrogenic source was identified to be the cause. Isi has reached out to the author to obtain additional information, however, no additional information will be provided.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported post-operative caecal rupture and subsequent mortality cannot be determined or is unknown. As a result, no products are expected for return for failure analysis. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted at this time due to lack of instrument detail and lack of specific event/procedure detail. No image or video clip for the reported event was submitted for review. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. A medical review from an isi medical safety officer has been completed and the following was noted: based upon the information in the description of the events, it cannot be determined what might have caused or contributed to the patient's caecal rupture and resulting mortality. This complaint is being reported due to the following conclusion: within the journal article titled, ¿neurovascular structure-adjacent frozen-section examination robotic-assisted radical prostatectomy: outcomes from 500 consecutive cases in the UK,¿ it is noted that there was one mortality after 30 days post-operatively from a caecal rupture. At this time, the causes of the caecal rupture and mortality are unknown. Refer to medwatch report with patient identifier #(B)(6) for additional information regarding the battery failure of the robot noted within the journal article. Refer to medwatch report with patient identifier #(B)(6) for additional information regarding the anuric patient requiring additional medical intervention 30 days post-procedure noted within the journal article. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Outcomes to adverse event is blank because the date of the patient's death is unknown. Event date is blank because the event date is unknown. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.